Manufacturer narrative:
A patient with history of cerebral infarction underwent atrial fibrillation ablation procedure with a varipulse catheter and the patient experienced a symptomatic cerebral infarction which required medicine and prolonged hospitalization. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31536704l and no internal action related to the complaint was found during the review. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient with history of cerebral infarction underwent atrial fibrillation ablation procedure with a varipulse catheter and the patient experienced a symptomatic cerebral infarction which required medicine and prolonged hospitalization. The morning after the procedure, approximately 8 hours since the completion of the procedure, the patient was unable to move their legs. A magnetic resonance imaging (MRI) scan diagnosed cerebral infarction. Progress was noted as there is a trend toward recovery, however, the patient required prolonged hospitalization. The physician¿s assessment of the health problem was that it was non-serious (moderate/minor) and the adverse event has causal relationship with the product. It was likely that cerebral infarction was caused by a clot attached to the varipulse. The reason was that 8 hours have passed since the procedure. There were multiple lesions of cerebral infarction. No abnormalities observed prior/during use of the product. There was no visible clot on the varipulse catheter. Target arrythmia was pulsed field ablation (pfa). The physician commented that the ablation procedure included sheath management and 24 ablations only for pulmonary vein isolation (pvi). Since it was conducted with careful consideration for safety, it is believed that the event occurred due to the product. MRI was performed for diagnosis, and medication was administered for cerebral infarction. The outcome of the event was fully recovered (no residual effects), and trending towards recovery. Procedural activated clotting time (act) was 350 seconds. No char or blood thrombus/clot during the procedure. During the procedure one catheter was used. One transseptal puncture site was performed during the procedure.